Event description:
Device malfunction: none. Time of symptoms/ae: afer the procedure. Symptoms/ae: occlusion. It was reported that a pt who had an absolute stent implanted in an unspecified vessel, returned to the hospital with an occlusion. No treatment or intervention was reported. Though requested, no further info was provided.

Manufacturer narrative:
The device was not returned, the lot number was not identified, therefore, a device history record review could not be performed. Occlusion is an adverse event, listed in the absolute instructions for use (IFU), that may be associated with the use of a stent in the peripheral arteries and or biliary tree.